Event description:
Facility tech reported that a higher ultrafiltrate volume was removed from the pt during hemodialysis treatment than the meridian device had displayed and recorded. The tech reported that although the meridian device showed the target ultrafiltrate volume had been met at the end of the hemodialysis treatment, when the pt was weighed on a scale it indicated that an additional weight had been removed. According to the facility tech, there was no pt injury or medical intervention.